Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error code occurred during thrombectomy. An angiojet® solent¿ omni catheter was selected for a an arterial thrombectomy procedure in the left superficial femoral artery (sfa). The catheter was hooked up and thrombectomy was initiated. During the procedure the machine alarmed with a "check saline" message. There was also fluid in the pump bag and the device would not work anymore. The procedure was completed with a different device. There were no patient complications reported and the patient's status was reported as fine.